Manufacturer narrative:
Date sent to the FDA: 04/21/2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional h-3 summary: one empty winding former and a detached needle of product were received for analysis. During the visual inspection of the needles, the swage and attachment area were noted to be as expected. No remnant of the suture was noted into the barrel hole; however, marks were observed on the edge of the needles that appears to be by the use of a surgical instrument. In addition, the suture was not returned for analysis. Per the sample condition the assignable of the performance pull off - suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on an unknown date and the suture was used. During surgery, the suture was detached from the needle during use. It was not a control release needle. There were no adverse consequences to the patient.